Event description:
Additional information received reported that the event was due to extensive spine fusion surgery on (B)(6) 2012. The patient had spine fusion (posterior t4-5) and the catheter dislodged during the surgery. The pump and catheter were subsequently removed. The patient experienced inadequate pain control. No hospitalization was required. The patient outcome was noted as no injury. The pump was being used to deliver morphine, clonidine, and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8703, lot # j92-103102, implanted: (B)(6) 1992, product type catheter. (B)(4).

Manufacturer narrative:
The initial MDR was filed on device with serial number (B)(4) with model 8611h. Additional review indicated the correct pump serial number was (B)(4) with model 8637-40. (B)(4).

Event description:
A problem was reported. Patient reported catheter came out into the epidural space two years after implant and the health care professional (hcp) had to fix it. Patient reported her pain specialist thought something happened to the catheter because of patient¿s new symptoms and when hcp tried to aspirate spinal fluid they could get a sample. Patient¿s ¿new symptoms¿ were not specified. The hcp wanted the patient to stop using the pump and start using oral medication (morphine) but patient was scared about stopping the pump and do oral morphine. Hcp is concerned about granulomas forming with the pump. A follow up was requested but no additional information was received as of the time of this report. A report will be provided if additional information becomes available.